Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: grandslam, balance middle-weight universal, standard j tip guide cath: 6 french 90 cm al1, 6 french guideliner, 7 french al1 sheath: 5 french 11 cm, 6 fr, 7 fr. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.5x22 unspecified stent was deployed in the saphenous vein graft (svg). A perforation was then noted. The 4.0x16 mm graftmaster rx was implanted and successfully sealed the perforation. However, a dissection was noted. A non-abbott 3.5x38 stent was implanted and the graftmaster was post dilated. The condition resolved and there was 0% residual stenosis throughout the svg. No additional information was provided.

Manufacturer narrative:
(B)(4). As the customer reported that the patient events were not related to the graftmaster, an investigation is not required.

Event description:
Subsequent to the previously filed report, additional information was received that the graftmaster did not contribute to the dissection that was at the edge of the non-covered stent. No additional information was provided.